Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor. Motor tested outside of device and passed. Not able to verify prime alarm due to motor error alarm. Insulin pump minor scratches on lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was not reported. The product will be returned. Nothing further to report.